Manufacturer narrative:
On january 20, 2023, the mentor failure analysis lab has received the device for evaluation. Additional information received states that the device date of explant is (B)(6) 2023. Section d6b. Has been updated to reflect this information. On january 24, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample sal siltex rnd diap pkg 475cc no apparent damage or visual anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear on the anterior view within an area of siltex cracking, measuring approximately 0.6 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 74-year-old caucasian female patient underwent a breast surgery with a 475cc mentor siltex round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient is to undergo explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).